Event description:
It was reported that the customer had an issue with the insulin pump's act button. The button was not responsive. The customer's blood glucose level was 179 mg/dl. The main menu did not come up when the customer pressed the act button. She was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. The insulin pump had a cracked case at a display window corner, cracked battery tube threads and a cracked reservoir tube lip.